Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed for high readings.

Event description:
Customer complained about having to remove his sensor prematurely. He stated that this is the second time he has had the issue in the last two weeks. Blood glucose is 141 mg/dl and sensor inserted four days ago. Customer reported he receive a bad sensor alert after second consecutive calibration error; he stated he was sleeping at the time of the event. Customer confirms he calibrates when his glucose is stable. During troubleshoot, customer removed the sensor and did not report any damage. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.